Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure a protégé gps was used to treat the external iliac. Approximately 22 months post procedure patient suffered right iliac artery in-stent stenosis. Computed tomography angiography performed, demonstrated right iliac artery in stent stenosis involving the target lesion. Angiogram was performed. 8 x 100 viabahn stent graft deployed in the right common and external iliac arteries. Angioplasty with 8 mm balloon. Follow up imaging demonstrated widely patent right iliac system. Patient recovered.